Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the channel tube, the air/water tube, the air water cylinder, the probe cover and the distal sheath of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " foreign object in the air water cylinder, camera head tube, air water tube, plastic distal end cover (c- cover) and bending section cover or distal sheath (a-rubber) " was caused by foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to damage of the biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.